Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the helium cylinder gasket was not replaced. The fse replaced the gasket, and the unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical instruments co., ltd. (B)(6) office. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is depleting rapidly compared to the frequency of use.